Event description:
On (B)(6) 2025, a perceval plus heart valve, pvf-s was implanted in a patient, but pvl was noted after de-clamped. It was tried to re-implant the valve for a couple of times, but they ended up implanting a competitor's mhv instead. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturers quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is following up with the site to retrieve further information regarding this event. A follow up report will be provided upon availability of new, relevant details.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. Manufacturer attempted to follow up with the site, but no further information has yet been received. Since limited information is available and the device was not returned for further investigation, a definitive root cause of the reported event cannot be established at this time. Should further information be received in the future, a follow up report will be provided.